Event description:
A report was received stating that the tracheostomy tube cuff was found leaking several hours after intubation. No incident related medical sequela was reported.

Manufacturer narrative:
The suspect tracheostomy tube was returned for investigation. Visual inspection found the device free of defects and abnormalities. Submersion of the inflated device detected no bubbles (suggesting a leak) escaping the device. Visual inspection and functional testing of the returned device confirmed the device to meet with specifications and operate as intended. No device issues were found.

Manufacturer narrative:
Manufacturer completed the entire form. Device evaluation: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.